Event description:
While treating a patient determined to be in an unspecified but shockable cardiac arrhytmia, the device power spontaneously shut off and back on again. Use of the device was continued without further incident. The reporter stated there was no adverse affect to the patient resulting from the event, due to continued device use.